Manufacturer narrative:
Conclusion and justification status: review of the information available identified that the patients bone fractured due to a fall. However, insufficient information had been provided to complete an investigation. Etq complaints database searched on product lot 1188719 did identify one previous complaint ((B)(4)), involving this patient, as indicated in the complaint description. Review of (B)(4) identified that the patient was revised for pain and alval. The complaint was closed referencing (B)(4). Etq complaints database searched on product lot 1166466 identified no previous complaints. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
Updated information indicates that the patient was revised to address a femoral neck fracture past 90 days of implantation and pain, both attributed to a fall in the patient's kitchen. It has been found the device is not contributing to the event. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision - reason(s) for revision: pain.

Event description:
Updated information indicates that the patient was revised to address a femoral neck fracture and pain, both attributed to a fall in the patient's kitchen.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2011-25838 is a duplicate report of 1818910-2012-00022. 1818910-2011-25838 will be rejected. 1818910-2012-00022 will be kept for investigation purposes.